Manufacturer narrative:
H.3. If a device history evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero microbore extension set was leaking the following information was received by the initial reporter with the following verbatim "the cannula connector is crooked and leaking."

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿the cannula connector is crooked and leaking.¿ the product in use at the time is reported to be a mz9277 from lot 22049314. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22049314 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. It was however also noted that the expiry date of lot 22049314 was apr 2025. A definitive root cause for the customer's experience could not be determined in this instance, however as the product had expired approximately three months prior to the maxzero being clinically used, it is unlikely that a manufacturing defect may have contributed to the customer's experience. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
No additional information.